Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. The drive wire was detached within the handle. The device was advanced into an olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in a retroflexed position to simulate a worst case position. Using a hemostat to grasp the drive wire, the clip did successfully deploy on simulated tissue. The drive wire was removed and a visual examination verified the drive wire assembly to be within the appropriate manufacturing specifications. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all disposable hemostasis clips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy, a cook disposable hemostasis clip was used. The device was advanced through the endoscope and the clip was placed on the bleeding site. The handle was squeezed to deploy the clip and the clip did not deploy (our laboratory evaluation confirmed the drive wire disconnected from the handle, which has been established as a reportable occurrence). A new device of the same type was opened and used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.